Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens model cc420bf and the lens tore. The surgeon enlarged the incision to remove and replace the lens and a suture was used.

Manufacturer narrative:
Results: a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.